Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor stopped giving results after 24 hours. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation that the sensor stopped giving results could not be determined via data. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Subsequent to the initial MDR, upon futher contact with the patient, it was determined that the issue the patient experienced was reported in error. The patient experienced an error reading symbol on the continuous glucose monitor; therefore, this is not a reportable complaint. Please disregard the information reported in MFR 3004753838-2018-00748.